Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter.

Event description:
Information was received from a patient who was receiving fentanyl (concentration believed to be 200 mcg/ml, unknown dose) via an im plantable pump for spinal pain. On (B)(6) 2016, the patients pump was removed because he was having a spinal fusion in that area, during the removal it was discovered that the catheter was broken and it was broken when it was installed, the catheter had broken off and was sticking into the patients vertebra and fentanyl was leaking into his vertebra and hip area. The patient was having continuous problems with no feelings in his legs, hip, being numb and severe pain since implant on (B)(6) 2012. The pump was not removed due to these issues, it was removed because of the spinal fusion in the area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.